Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided, it was reported that surgeon was using the adapter and it broke. The device associated with this report was returned to depuy synthes for evaluation. The visual examination of the s-rom*adaptor hudson to zimmer found out that the female connector was broken near the edges. Also, the device exhibits an overall worn appearance consistent with normal and repetitive usage. A functional inspection was not performed since it was not applicable to the complaint condition. The possible cause could be attributed to misuse and heavy usage as contributing factors for the ends of the connector cracking and/or breaking off. If used with reamers that have begun to wear on the reamer attachment ends, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the connector as well. The overall complaint was confirmed as the observed condition of the s-rom*adaptor hudson to zimmer would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received: a. Was there a surgical delay? If yes, what is the duration of the delay? There was no delay. B. Which part of the instrument broke? The top part of the adaptor broke. C. Did it break into 2 or more pieces? It broke into 3 pieces. D. Was/were there any adverse consequence/s that affected the patient because of the reported event? There was no adverse consequences.

Event description:
It was reported that surgeon was using the adapter and it broke.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.